Event description:
Customer reports an infusor overinfused 48ml over 24 hours of pt use. The infusor was filled with 8ml of buprenorphine hydrochloride and 40ml of mepivacaine hydrochloride. The pt "felt very sleepy" during infusion. The report states their was no serious injury and the pt, "is doing well."